Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2015-00100.

Event description:
A report was received from a user facility in (B)(6) stating: "the sleeve folds and have difficulty to insert in the incision. No patient impact, no product available."